Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged approximately two weeks post implant. A revision procedure was performed. The lead was successfully explanted and a new lv lead was implanted without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of dried blood/body fluid in the lumen, cuts noted in several locations in the lead insulation due to the removal of the suture sleeve and deformation of the conductor coils due to removal of the suture sleeve. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis concluded that the lead was electrically within specification.